Manufacturer narrative:
Follow-up #1 date of submission 07/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the pump successfully powered on with the appropriate vibratory feature and alarms. No evidence of short battery life or power on resets were noted in pump history. The battery voltages in the black box history were found to be within normal specifications. Electrical currents were tested with an external power supply and found to be within specification. No evidence or internal moisture or intermittent connections were found. The pump was exercised for 24 hours with no alarms noted. Unrelated to the complaint, evaluation revealed a discolored display screen. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).